Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the certain keyboard letters did not respond during selection. A field service engineer (fse) replaced the keyboard that had unresponsive keys and completed testing to verify the keyboard was functioning correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the infirmary keyboard¿s ¿n¿ key intermittently failed and became stuck or misaligned, affecting login attempts. However, there were no delays or adverse events or injuries reported based on this event.